Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported post endovascular surgical procedure involving the subject flow diverter stent, it was noted on imaging that the proximal end of the stent was unopposed in the vessel. Additional surgery was performed on same day to implant an additional stent in attempt to appose the subject flow diverter stent. The physician feels that the vector of the anterior genu in the supraclinoid may have contributed to the reported event. The procedure was completed successfully. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events of ¿stent failed/unable to open¿ and 'patient medical or surgical intervention required'. H3 other text : the device remains implanted in the patient

Event description:
It was reported post endovascular surgical procedure involving the subject flow diverter stent, it was noted on imaging that the proximal end of the stent was unapposed in the vessel. Additional surgery was performed on same day to implant an additional stent in attempt to appose the subject flow diverter stent. The physician feels that the vector of the anterior genu in the supraclinoid may have contributed to the reported event. The procedure was completed successfully. No other clinical consequences were reported to the patient due to this event.